Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is (B)(4).

Event description:
Complaint found in maude database reported as: "guidewire got stuck in the triple lumen catheter and would not tread. The guidewire was attempted to be removed from the catheter and the outer covering of the guidewire was uncoiled and stuck to the tlc."

Manufacturer narrative:
Qn#(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5105436. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database reported as: "guidewire got stuck in the triple lumen catheter and would not tread. The guidewire was attempted to be removed from the catheter and the outer covering of the guidewire was uncoiled and stuck to the tlc."